Event description:
It was reported that prior to starting a da vinci si surgical procedure, the two pins where we insert the cables into the fenestrated bipolar forceps instrument is bent. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The bottom pin was bent to the side and upward. The chassis feature that acts as a hardstop for the pins was not broken. Electrical continuity testing was performed and passed. Failure analysis concluded the damage was likely due to mishandling / misuse. Additional observation not reported was a grip cable frayed at the distal idler pulley. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. There were scratches on the surface of the distal pulley. Various scratches on the distal end of the main tube showing light material removal and a rough surface finish were also found. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal and the frayed cable ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.